Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint about the v60 ventilator indicating that there was a sensor failure. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The field service engineer (fse) advised replacing the flow sensor assembly. This investigation is ongoing.

Manufacturer narrative:
H10: the field service engineer (fse) advised replacing the flow sensor assembly. In a good faith effort (gfe) response from the fse received on 06oct2023, it was confirmed that the flow sensor assembly was ordered but was not currently available. The customer confirmed part was requested but is currently backordered. The repair for this unit cannot be conducted at this time due to the part(s) being on back order, this service spare part is considered critical need and will be monitored for ordered quantity aiming to preserve stock for all customers. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered flow sensor assembly aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.